Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery (rca) at the proximal end of a deployed stent. The 3.5 x 24mm promus element mr stent delivery system was advanced, but was unable to cross at the proximal side of the lesion. Upon examination it was noted that the proximal stent area was flared. The procedure was completed with another 3.5 x 24mm promus element mr stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).